Manufacturer narrative:
Device was initially received for the complaint that a dso had failed during testing. During investigation found the downstream sensor failure. This malfunction makes the event reportable. Review of event log/alarm history found that the cassette not attached properly. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found the battery compartment nicked. The complaint confirmed through, occlusion test and 50ml cassette test and replaced dso sensor. The device passed all testing criteria during performance verification testing.

Event description:
It was reported that a dso had failed during testing. During investigation found the downstream sensor failure. This malfunction makes the event reportable. There are no patient involvement and adverse event reported.